Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump had intermittent power after exposure to water. There was no damage or moisture in the pump alleged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-may-2019 with the following findings: during investigation, there were no power interruptions observed in the black box download. There was no damage found to battery cap. The battery cap attached securely to pump. The battery cap contact heights were found within specification. The battery cap contact width were found within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.